Manufacturer narrative:
Patient weight is unknown. This report is for four unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 04.005.5xx provided. Unknown date in (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to non-union. In (B)(6) 2015, a patient was implanted with a lateral entry femoral nail and four locking screws for treatment of a right mid-shaft femur fracture. Subsequently, the patient was diagnosed with non-union. On (B)(6) 2016 the entire construct (a nail and four screws) was removed; all hardware was intact and removed easily. There was no surgical delay. The patient was revised with a new lateral entry femoral nail. Cultures were taken to determine if an infection was present; the results are unknown. The procedure was successfully completed. This report is for four unknown screws. This is report 2 of 2 for (B)(4).